Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Any medical treatment provided? If yes, please provide medicine name, strength and dose ¿ patient was prescribed anti-biotics. Did the suture break post-operatively? Yes within the week. Was any surgical intervention performed specially re-suturing? Explain ¿ wound was drained, cleaned and had to be resutured. Was dehiscence noted? Yes within the week. Tissue on which used? Skin. Date the event occurred? Unknown. Name of procedure ¿ partial knee replacement. Initial procedure date? Unknown. What is the patient¿s current health status and condition? Recovering well.

Event description:
It was reported that a patient underwent a partial knee replacement on an unknown date and a barbed suture was used on the skin. Within a week post-op, the suture broke and the wound dehisced. The wound was drained, cleaned and had to be re-sutured. The patient was prescribed antibiotics. The current status of the patient was reported as recovering well.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2020. A manufacturing record evaluation was performed for the finished device batch per604, sxmp1b42107 and nd no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch mcb266, sxmp1b10307 and no non-conformances were identified. Additional h6 investigation summary: it was reported breakage of suture post-op. One empty opened box and seven samples of product code sxmp1b421, lot mcb266 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The sutures inspected along of the strand and no defects or breakage suture were found. Additionally, the loops and barbs were present on the strands. The functional test was performed and the tensile strength force was above the minimum requirement. In addition, ten barbs of each suture were measured, and all met with the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no performance - breakage suture was found and the tested samples met the finished goods requirements. The following additional information was received: please update (B)(4) with all returned items from that batch for investigation. The following information was requested but unavailable: the patient demographic info: gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The suture was used on skin correct? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Was there any precipitating patient event (fall, intense exercise, etc.)? What was the date of the second procedure? During the second procedure, can you describe the appearance of the stratafix suture during this procedure? Was the stratafix suture found broken? If yes, where was suture breakage: termination, middle, end? Does the surgeon believe there was an alleged deficiency with the stratafix suture that contributed to the reported event? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mcb266, sxmp1b42107 and no non-conformances were identified.